Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after the implant, the patient experienced hematoma, adhesions, mesh no longer attached, open wound, pain, scarring, and recurrence. Post-operative patient treatment included evacuation of wound hematoma, hernia repair with new mesh, nerve block, wound vac, and removal of mesh.